Event description:
Per the info provided to the co by the physician's office, the device was removed due to "severe irritating buckle due to oversized." As reported to the co the entire device was left in place, with the exception of the removal of the one centimeter of the rear tip extenders.